Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic nephrectomy. According to the reporter a 10mm scope was inserted for an insufflation of the abdominal cavity, and pumping was performed. However air leakage occurred from the insertion point of the scope on two devices. A third device was used to resolve the issue. It was confirmed that sealing parts had been broken in both products. The reporter states that no patient harm occurred, patient information is not available. Surgery time was not delayed by more than 30 minutes. There was no unanticipated tissue loss, and there was no unanticipated blood loss of 500cc or more. No device fragment fell into the patient.

Manufacturer narrative:
(B)(4). Evaluation summary post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was that there was air leakage from the insertion point of the scope during a laparoscopic nephrectomy procedure. Upon initial inspection, a cut was observed on the white seal of the dissector balloon section. The blunt tip trocar balloon inflated properly, and no leaks were detected. Due to the observed damage to the seal, the dissector balloon would not inflate properly. However, when the hole containing the white seal was covered, the dissector balloon inflated properly which verifies that the dissector balloon was intact. All other components were in proper working condition. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported condition due to the cut seal. A review of the device history record could not be performed because the lot number was not received. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all current specifications. Subsequently, the complaint data did not display an increased trend. Replication of the observed seal damage may occur if the dissector balloon system is forcefully inserted into the cannula without the aid of lubricant or if the seal makes contact with an instrument. Therefore, no corrective action was generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. (B)(4).

Manufacturer narrative:
(B)(4).